Manufacturer narrative:
Concomitant medical products: 5071-53, lead, implant date: (B)(6) 2013; dtba1d4, crt-d ,implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.